Event description:
It was reported that the intra-aortic balloon (iab) was damaged prior to use on patient. However; upon receipt of the the returned device, blood was noted inside the helium pathway. No information on the patient or event was reported to teleflex. If additional information is received at a later date, the complaint file will be updated.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the intra-aortic balloon (iab) was damaged prior to use on patient. However; upon receipt of the returned device, blood was noted inside the helium pathway. No information on the patient or event was reported to teleflex. If additional information is received at a later date, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.